Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel, proximal segment of the left circumflex coronary artery (lcx). A 3.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation, at 6 atm, the balloon ruptured. The device was removed and the procedure was successfully completed with a another of the same device, there were no patient complications reported.

Manufacturer narrative:
(B)(6).